Event description:
It was reported that during a gastric bypass procedure, during first firing, the device fired but slowed down towards tip of device. Device completed cutting and stapling, however knife blade would not return (white reload used on first firing). Knife blade could not be returned by reversing knife blade and using anvil release button. Manual override was used to return knife blade. New device of same product code was used to complete case. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.